Event description:
It was reported that the patient began having a problem with the inflatable penile prosthesis in (B)(6) 2019 that he addressed with the physician, but no action was taken at that time. Eventual erosion into urethra was noted. The device was removed and the event resolved with no serious injury.